Event description:
The patient was told he needed a new device as his "internal unit" was not working. The patient's follow-up physician was not longer active. No further information is known.

Manufacturer narrative:
(B) (4). This report is being filed following an internal audit.